Event description:
Patient required intubation for respiratory failure secondary to covid pneumonia. I performed the intubation which went uncomplicated on first pass. End-tidal carbon dioxide (etco2) was positive and bilateral breath sounds were present. Bag-valve-mask (bvm) brought o2 sat to low 90's. A c1 ventilator was attached and problems began. Initially the ventricular tachycardia (vt) was off with vt way too large and later too small. Default settings were also not set to the agreed upon inspiratory: expiratory ratio (I: e) of 1:2 but still set to 1:4. The patient continued to desaturate on the ventilator and began to bradycardia (brady) down to pulseless electrical activity (pea) arrest. Code blue was called and return of spontaneous circulation (rosc) was obtained with advanced cardiovascular life support (acls). Patient continued to remain hypoxic on the c1 ventilator with return of pea. Rosc again was attained. I demanded for a different ventilator. Eventually o2 sat came up to 90% with a hamilton g5. Manufacturer response for mechanical ventilator, hamilton c1 ventilator (per site reporter). Hamilton representative will be arriving and adjusting the manufacturer default I: e ratio of 1:4.0 to 1:2 per respiratory medical director's directive.